Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose (bg) of 400 mg/dl after a dexcom g7 sensor disconnected overnight. The ilet continued insulin delivery in bg run mode until cgm readings resumed. The user¿s caregiver provided assistance. Bg values later stabilized. No symptoms were reported, and no medical intervention was required.